Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the upper lip (cupid¿s bow) with .3 ml of juvéderm ultra¿ xc. The patient was pre-treated with 70% alcohol and was given ice and unspecified medication post-injection. During the procedure, there was a ¿bilateral acute generalized edema reaction¿ in the region of the lips, which spread quickly across the face. The event was noted as an ¿allergic reaction.¿ the patient was treated with hyaluronidase, massage prednisolone 20 mg 2 x/day by the injector after the procedure. The patient was referred to the ER, where they were treated with intravenous corticosteroids. The event resolved 5 days later.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of allergic reaction/hypersensitivity ¿ immediate is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the upper lip (cupid¿s bow) with .3 ml of juvéderm ultra¿ xc. The patient was pre-treated with 70% alcohol and was given ice and unspecified medication post-injection. During the procedure, there was a ¿bilateral acute generalized edema reaction¿ in the region of the lips, which spread quickly across the face. The event was noted as an ¿allergic reaction.¿ the patient was treated with hyaluronidase, massage prednisolone 20 mg 2 x/day by the injector after the procedure. The patient was referred to the ER, where they were treated with intravenous corticosteroids. The event resolved 5 days later.